Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error-4 message when strip was inserted. While assisting the customer, it was determined the locked meter is now unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.